Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially related lot number (gd876490), with no defects noted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 2 of 2 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting health professional stated that in (B)(6) 2010, the patient developed peritonitis and was hospitalized at that time. The cause of the peritonitis was unknown. It was unknown whether a peritoneal effluent culture was performed. Treatment information was unknown. On an unreported date in 2010, while hospitalized, dianeal therapy was withdrawn and the patient was placed on hemodialysis. In (B)(6) 2010, the patient was discharged from the hospital. A causal relationship was not reported for the event of peritonitis and dianeal pd4 ambuflex therapy. The nurse had no further information as the patient was on hemodialysis.